Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'improper shutdown' which not reproduced during service. A review of the event history log identified 'improper shutdown!' Messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off without user input. The event happened during utilization. There was no known patient injury or medical intervention associated with this event. No additional information is available.